Event description:
A caller reported experiencing an alarm 2 related to an occlusion event that had occurred earlier in the day. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed the elevated bg by a manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.